Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker and the right ventricular lead exhibited episodes of noise. No intervention was performed. The patient was in stable condition.